Event description:
Upon further evaluation of the report received for vitreous probe not cutting and not aspirating, it was noted upon the device evaluation conclusion that the probe was found aspirating.

Manufacturer narrative:
One sample was returned for not cutting and not aspirating. The sample was visually inspected using 25x magnification and found to be nonconforming for a bent needle. Aspiration testing was performed and found to be conforming. Actuation and cut testing were performed and found to be nonconforming (cutter does not move). The probe was disassembled and the components inspected. There is less than 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was little to no silicone oil found in the top engine assembly o-rings. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. The root cause for the not aspirating issue is unknown since the product tested conforming for aspiration. The root cause for the probe not cutting is due to the lack of silicone oil on the o-rings and the bent needle. It is unknown how the needle became bent. A bent needle can cause the cutter to not move. The lack of silicone oil will also cause the probe to seize up and not function. It is unknown how this issue occurred on the engine assembly machine. However, it appears these were caused by machine stoppages. If the machine is stopped for a long period of time, it is possible that oil applications might not be applied correctly. (B)(4). This report was mailed to FDA on: 04/20/2015. (B)(4).